Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 21x1 rb stopper was jammed / insecure. The following information was provided by the initial reporter: material#: 309575, lot#: 4354917. Rcc received a complaint via email. Today, we found two bd plastipak 3ml syringe-luer-lok tip with bd precisionglide needle. (Lot#: 4354917) that the rubber tip/stopper was not properly applied to the plunger. This caused the medication to leak around the plunger and the luer-lok needle. I wanted to bring this to your attention in case there have any other reported defective syringes. Additional information provided: 1. Could you please reconfirm an exact date of event in this format mm-dd-yyyy? 7/8/2025. 2. Can you share any physical sample if available for investigation? 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Medication leaked and unable to administer to patient. Medication had to be wasted and replaced.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A sample and photo of a 3ml luer-lok syringe with 21x1" needle (part number 309575), batch 4354917, were evaluated. The syringe, sealed in its packaging, showed a non-conforming condition where the stopper was not securely attached to the plunger rod. Potential root cause for the stopper insecure defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4354917. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.